Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic, dependent patient presented in clinic for routine follow-up. Noise was noted on the rv lead. No lead measurement anomalies were noted. The lead was explanted and replaced. The patient is stable.